Event description:
Immediately upon implantation of the tvt mesh device, I experienced excessive bleeding, vaginal discharge, extreme pain in the groin and vaginal areas, buttock pain, and a burning and stinging pain throughout the pain and pelvis. I experienced extreme pain with any attempt at intercourse with my husband. Reason for use: stress urinary incontinence.